Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: due to deformation of elevator channel plug, water tightness is lost; due to damage on upwards/downwards knob, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to damage on right/left knob, forceps elevator knob rotates concurrently; due to wear of forceps elevator lever, upwards/downwards knob cannot be locked securely; adhesive on bending section cover or distal sheath rubber has a chip; upwards/downwards knob has a scratch; forceps elevator knob has a scratch; forceps elevator lever has a scratch; adhesive around light guide lens is peeled; due to a scratch on objective lens, flare occurs; connecting tube has a scratch; scope connector cover unit has a scratch; scope connector has a scratch; protector of universal cord on scope connector side has a scratch; image guide protector has a scratch; grip has a scratch; scope cover has a scratch, switch box has a scratch; suction cylinder is shaved; right/left knob has a scratch; control unit has discoloration; forceps elevator lever has a scratch; upwards/downwards knob has a scratch; and due to a scratch on objective lens, flare occurs; universal cord has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. The device was not repaired within the past year. Although it was determined that the defect was likely caused by external factors or handling, a definitive root cause of the peeled adhesive could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had an air leak and could not be cleaned. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found the light guide lens adhesive was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.